Event description:
The user facility reported, that the device is taking uneven grafts as the thickness (setting) keeps changing.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident.